Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon I 20g from lot number 13198715 regarding material number 391592 with the reported issue of ¿catheter tip integrity¿. Based on the photograph, the defect is difficult to confirm. The device history review of lot number 3198715 with material number 391592 was checked and there was no quality notification found on this lot from its production date to its dispatched-on date. The investigation and simulation were carried out on a retention sample where the investigating team has visually tested the samples for catheter defective / damaged and no defect was found in the retention sample. The exact root cause can only be determined if we receive the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported that while using the bd venflon¿ pro safety the tip is damaged. The following was received from the initial reporter: facing frequent tip damage of catheter while insertion in the vein.